Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for 40 hours. The patient reports having pain at the pod infusion site. The patient reports having swelling as well as purulent discharge at the pod infusion site. The patient had applied antibiotic ointment but noticed the redness had spread more. The patient removed the pod several hours prior to going to the hospital. Once at the hospital the patient was prescribed sulfamethoxazole and trimethoprim (17.5 ml) to be taken 2 times daily for 10 days and cephalexin (10 ml) to be taken 4 times daily for 10 days. The patient was at the hospital for 1-2 hours. The patients a new pod after 3 days.